Manufacturer narrative:
Sample has been requested for investigation.

Event description:
Patient provided a photo attached of the second dosage of firazyr that patient wanted to take on (B)(6) 2024 but noticed that the packaging was open. Reporter did not provide assessment causality.

Manufacturer narrative:
The sample was not returned; photos of the device were received. Based on received photos, it appears that the blister had been sealed with the tyvek lid. There are clear remnants of the tyvek lid visible on the edges of the blister. In the process, tyvek lids are not removed from blisters for testing. The blister tray is sealed and then boxed. Therefore, the likely root cause is the tyvek seal was opened somewhere in the supply chain. An investigation of the personnel, equipment, material, method, and environment was conducted. No anomalies were discovered. No adverse trend has been identified. No action required at this time. Trending will continue to monitor for a systemic root cause.

Event description:
Patient provided a photo attached of the second dosage of firazyr that patient wanted to take on (B)(6) 2024 but noticed that the packaging was open. Reporter did not provide assessment causality. No additional information available. Innomar will forward any additional information upon receipt.